Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient never established effective therapy in her lower back (pain pattern: left knee and the lower back). Xrays revealed the lead had migrated. Reprogramming was unable to resolve the issue. The patient will follow up with the physician and sjm representative to attempt further reprogramming and to determine next course of action.